Event description:
It was reported that; patient complains of pain and aching. Walking with a limp since the surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device reminded implanted in the pt and was not returned tot he manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device reference in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.